Manufacturer narrative:
The device has not been returned. Should this device get returned it will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed labeled longevity calculations. Technicians noted that based on the changing of the tachy mode to storage mode was observed when the device was implanted for it was not explanted right after elective replacement indicator (eri) and/or end of life (eol) was declared. Therefore, it was normal operation for the device to change to storage mode when the open battery voltage gets lower than around 2.2v to hold stored information longer by turning off other device features. Laboratory analysis confirmed this device was functioning normally and was within specification when implanted.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached storage mode. Elective replacement indicator (eri) was triggered one week earlier. The device was subsequently replaced.